Event description:
The pt had been in hospital for 31 days for a sub-arachnoid hemorrhage. Pt had a craniotomy. Pt arrested and could not be saved. A respiratory therapist was in the room at the time, so there was prompt action. However, the monitor was not working. It is not clear whether the monitor failure had any impact on the pt's outcome.